Event description:
The customer advised that the oil exchange function was not working, and the equipment displayed an error message during surgery. The customer was able to perform a manual oil exchange. The procedure was completed successfully with no report of harm to the pt.

Manufacturer narrative:
The company rep examined the system and no problem was found. Preventative maintenance was performed. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of reported problem is unk. (B)(4).